Event description:
It was reported in (B)(6) 2009, the pt developed endocarditis, which was effectively treated with antibiotics. At the time of eval, the pt was noted to have an ascending aortic aneurysm. Re-operation was performed on (B)(6) 2010 primarily to remove the aneurysm and replace the aortic root. During the procedure, a sinus track was noted below the level of the aortic prosthesis. There also appeared to be some thrombus or vegetation-like material just below the prosthesis. The valve was removed and replaced with a 25 mm sjm valved conduit.